Manufacturer narrative:
Product is scheduled to be returned but has not been received in for evaluation at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Customer reported while the restraint was in use with her daughter, her daughter was able to get out of the restraint and scratch herself in the groin area and cause mild bleeding. Customer is not sure how her daughter got out of the restraint as the product was still intact. The patient is very small (more like pediatric). The date the issue was discovered was not reported.

Manufacturer narrative:
Customer confirmed they will not be returning the product. Without the device the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical data review showed one other complaint against this product where the customer was able to escape from the finger separator. However, there was no serious injury documented with that complaint and no product was returned for analysis. The instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The instructions for use states: "monitor per facility policy. Check to ensure that: mitts are properly secured. If applied too tightly, circulation will be restricted; if applied to loosely, the patient may be able to slip his or her limb from the device; mitts are intact , not torn or damaged, and hook and look closes securely. Do not allow patients to ingest mitt material; the patient cannot use his or her teeth or otherwise remove the device and inflict self-injury; monitor closely when the patient is out of bed. Patients who ambulate while wearing this device may be at risk of injury from a fall." At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Supplemental required for additional information.